Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture (loc) and high pacing impedance measurements greater than 2,500 ohms. The lead safety switch had also been triggered. Per the physician the lead had conductor fracture from abrasion under the device. A venogram was taken and also confirmed the vein was occluded. The patient has good av conduction, so the device was reprogrammed to aai mode. The device was programmed to pace at a rate of 120 ppm to ensure adequate pacing. The rv lead planned to remain implanted. The patient is not pacemaker dependent and there have been no patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.